Event description:
It was reported that the insulin pump alarmed compromised force sensor system and got stuck in the rewind sequence. Troubleshooting was done. Customer's blood glucose was 146 mg/dl. Customer stated that the drive support cap was protruded. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).